Event description:
The customer called to report that she received treatment by the fire department due to blood glucose levels less than 20 mg/dl. The customer stated that she was affected by the hot weather and stress from an upcoming pancreas implant. The customer also stated that she over corrected for some of her boluses. The customer stated that she was waiting to hear from her diabetes educator for assistance with the bolus wizard feature because she doesn't use it currently. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.